Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings:a review of the black box indicated multiple call service 064 and call service 078 alarms had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps and a 24 hour duration test. No errors, alarms, or warnings occurring during testing. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the following: the battery compartment and u-groove were both cracked; there was moisture corrosion observed inside the display screen; leak testing revealed a leak at the battery compartment and u-groove; and there was evidence of internal moisture on the motor flex.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.